Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an avx catheter system. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. During aspiration, an error message to "connect water supply" displayed. The procedure was completed with another catheter. There were no patient complications.